Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hotsps_aux drawer 2.2 had two different half height cubies, a1 and a5, in the same row that had both failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 pockets a1 and a5 were failed. A field service engineer (fse) cleared debris from underneath drawer 2.2 pockets a1 and a5, where sliced metal shavings from medication packages had fallen between and beneath the cubie trays and pockets. In hardware test applications (hta), the fse released the cubie pockets in drawer 2.2, then shut down the station, disconnected and removed the cubie trays. All debris was cleared and reconnected the trays to row board cable and reseated cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.